Manufacturer narrative:
Per the instructions for use (IFU): the instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experiences poor battery behavior from the same port of the controller. Four batteries show potential switching from port nr2 of the controller. The device was exchange with no reported consequence to the patient.&#2062;o additional information provided.

Manufacturer narrative:
Patient had controller exchange between (B)(6) on the follow up visit as they lived far from the implant center. It was stated that the patient had been monitored for any abnormalities between the controller and the batteries and no issues have been reported. The controller was stated to have been returned. It was further stated that the issue was thought to be a controller issue rather than a battery problem. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. The most likely root cause for the premature switching events observed in the log files may be attributed to a disconnection/reconnection of the batteries to the controller. Note: this controller had been upgraded to smr. The most likely root cause for the premature switching events observed in the log files may be attributed to a disconnection/reconnection of the batteries to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.